Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer, the seat upholstery is ripping by the screws that attach the material to the frame on both sides of the chair. MDR filed.